Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x28mm synergy ii drug-eluting stent was advanced for treatment. However, while advancing, it was noted that the stent become shortened and wrinkled due to the tortuosity and calcification in the vessel. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 28mm stent delivery system was returned for analysis. An examination visual and via scope of the crimped stent found stent damage. Damaged stent with struts in mid stent region pulled and bunched distally. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x28mm synergy ii drug-eluting stent was advanced for treatment. However, while advancing, it was noted that the stent become shortened and wrinkled due to the tortuosity and calcification in the vessel. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.